Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt undwerwent a primary left l4-l5 spinal root decompression. One month later, the pt presented with radiculitis. The investigator noted the event as moderate in intensity. Pt was given percocet for pain. Repeat MRI showed no evidence of recurrent disc herniation. The event resolved with treatment in 2 months. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explantation for the event as an idiosyncratic effect. 11 days later, the pt presented with axial back pain. The investigator noted the even as moderate in intensity. MRI revealed l4-l5 instability. Pt sent to pain management and underwent a series of epidural steroid injections. The outcome of the event was pt was lost to follow up. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explantation for the event as an idiosyncratic effect.